Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 325 mg/dl. Insulin injections were administered to address the bg level. The customer reverted to using insulin injections to manage diabetes. A cause of the past occlusions could not be determined and as the customer was not on the pump at the time tandem technical support was contacted, troubleshooting to determine a cause of the current occlusion was unable to be performed.

Manufacturer narrative:
The reported occlusion was verified in the pump logs. Due to a different issue found, the device testing could not be completed.